Event description:
It is reported that the pt experienced wound dehiscence that was treated (B)(6) 2011. This event was stated to be resolved.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.